Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed in which the device was primed using the instructions on the device's label copy while the device was observed for issues; no issues were found during this test. Underwater pressure testing and clear passage testing were performed, and the device passed both tests. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an interlink system leaked. The reporter stated that the device would not tighten and leaked at the connection between the catheter and the IV connector loop. This occurred during the first flush of the product with 10cc of saline with a 3cc syringe with approximately 1.5cc of radioactive solution; after connecting with the patient. It was reported that there was blood loss associated with this event, however it was noted that the patient did not experience any symptoms associated with this event. There was no medical intervention associated with this event. No additional information is available.